Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The sgc mentioned is being filed under a separate medwatch report number.

Event description:
This is filed to report the gripper line (gl) could not be removed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced, and the leaflets were grasped without issue, reducing the mr to 1-2+. When establishing gripper line (gl) removability, the gl did not move. Troubleshooting was performed, but the gl did not move. The cds was removed and the mr remained at 4. At this point, a large hematoma was noted at the access site of the right groin. The decision was made to discontinue the procedure. The access site was stitched and manual compression was held for one hour. Anticoagulation was also reversed. It was noted that the steerable guide catheter (sgc) contributed to the hematoma. The next morning, the physician stated a vascular surgeon performed a cut down and noted an undocumented av fistula from a prior cath procedure. It was determined that during access puncture, the artery tore. The fistula and femoral artery were surgically repaired. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported inability to remove the gripper line was confirmed. The reported poor image resolution (anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability to remove the gripper line appears to be related to a combination of patient morphology/pathology (rotated heart) and curvature of the device. The delivery catheter (dc) shaft was submitted for x-ray testing and the results indicated there was herniation on the gripper lumen. After x-ray analysis, the dc shaft was dissected and herniations were observed on one gripper lumen. A rotated heart combined with the curvature of the device can result in constrictive forces placed on the delivery catheter shaft, leading to the observed herniation of the coil and subsequent inability removing the gripper line. The aggregations of forces due to the rotated heart, curves on the system and herniated coils can contribute to the reported inability. The reported poor image resolution was due to patient morphology/pathology (rotated heart). There is no indication of product quality issue with respect to manufacture, design or labeling.